Event description:
It was reported that the patient had been in to the clinic for routine programming on (B) (6) 2008 and that the patient now has 4 channels with hi impedances. Two channels went hi previously and two more showed hi status on (B) (6). The audiologist has turned off those channels and is now concerned that this patient has a trend/pattern like other children at the clinic who have been explanted due to rising impedances/hi channels. She is concerned especially for this patient because he lives so far away, and he is doing so well with his implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.